Event description:
Additional information received reported the pump was used to deliver hydromorphone, bupivacaine, clonidine and compounded baclofen. The baclofen was initiated on (B)(6) 2004, and per the last pump logs, baclofen was still included in the pump programming as of (B)(6) 2004.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was reported that there was a catheter break/cut at the spine insertion. The patient was readmitted to the hospital and very confused secondary to being overmedicated. Surgical intervention was done on the catheter on (B)(6) 2004. The patient was non-responsive to boluses, and had increased pain.

Event description:
It was further reported that per the operative note on (B)(6) 2004 the patient emerged from anesthesia and was returned to the recovery room. The patient had received his bolus of medication to help the medication be cleared through the pump into the intrathecal space. However, upon getting the bolus the patient had increased sedation and difficulty breathing. The patient¿s breath was supported for approximately ten minutes; however, mental status was not able to be maintained without a narcan drip. After two hours in the recovery room, supporting the patient¿s mental status with narcan, it was decided to bring the patient to the intensive care unit (ICU) for monitoring. The patient was initially placed on a narcan drip in the ICU and supported with oxygen. This was weaned out overnight and the patient did not have any long term complications from the inadvertent increased medication going to his spine. Further, on (B)(6) 2004, the patient presented to the emergency room (ER) with confusion, difficulty swallowing, and, at times, difficulty breathing. It was recommended to admit the patient. The diagnostic impression was acute dyspnea and medication reaction. The patient was given a small amount, 0.4milligram (mg), of narcan. The patient was also seen by another physician on (B)(6) 2004 who decreased the pump about 30%. The patient was awake and had full neurological and motor function intact. The patient was discharged from one hospital/health system to another for esophageal dilatation.

Manufacturer narrative:
(B)(4).